Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05113. The patient has two ipg's. It was reported the patient experienced pain at one of his ipg sites whether stimulation was on or off (event date is unknown). As a result, the patient's ipg was relocated on (B)(6) 2015. Surgical intervention resolved the patient's issue. Both of the patient's ipg's are being reported due to it being unknown which device was relocated.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.